Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.a156usqs9dza1 hardware: sm-a156u cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle deployed prematurely prior to activation, indicating a needle mechanism failure. The patient was unable to confirm the status of the pink slide. The patient¿s blood glucose levels were reported to be approximately 400 mg/dl at the time of the event. There was no medical intervention reported in relation to this event.